Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient experienced dry eyes and blurred vision. The patient tried several different brands of eye drops, the best results had been achieved with non company night gel. As per the available information, company lubricating eye drops was recommended. The patient was enquiring about the any other suggestion for improving the vision. The patient stated, was cleaning eyes with company wipes several times a day. The patient¿s physician who performed the surgery, stated that everything would settle over time and recommended applying drops regularly throughout the day. The patient states after trying several brands, it had become expensive. The patient was looking for a product that can help throughout the day and night.

Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).